Manufacturer narrative:
A copy of the operative report was provided by the healthcare provider. It indicates that this bioprosthetic valve was replaced due to critical aortic stenosis and severe aortic insufficiency. Calcification of the valve was also documented. Calcific degeneration is a common cause of bioprosthetic heart valve failures. Many factors contribute to the onset and propagation of calcification. These include patient factors (age, disease state, pharmacological intervention, etc.), mechanical stress related to the valve's hemodynamic performance, and glutaraldehyde fixation of tissue. Of these, the fixation process is a relatively minor contributor to calcification for edwards' tissue valves due to anti-calcification treatments during manufacturing. Though numerous studies have been conducted on preventive calcification strategies in bioprosthetic heart valves, the causes of calcification are not fully understood and there are still no mechanisms or medical therapies which fully prevent bioprostheses from calcifying. Although the root cause of this event cannot be conclusively determined without the subject device, it appears that the stenosis and insufficiency was likely caused by the reported calcification. No further actions are possible with the available information.

Manufacturer narrative:
It was reported that this patient had a failing bioprosthetic valve with high gradients. Unfortunately, no other details were provided. The device was not returned for analysis, as it remains implanted in the patient. There is insufficient information to conclusively determine the root cause of this event. There have not been any allegations of a quality deficiency related to the edwards valve. No further actions are possible with the available information.

Event description:
Edwards received information that this patient had a 21 mm edwards surgical aortic bioprosthetic valve placed in 2012. Patient developed symptoms of valve failure with echo showing a [high] gradient across the implanted valve. Physicians determined that a replacement was in order; however, the patient had a previous mitral replacement and another aortic replacement in 2005 and was deemed not be be a surgical candidate. Decision was made to implant a transcatheter heart valve via a transapical approach. Patient remained stable throughout procedure. No other details provided.